Manufacturer narrative:
Based on the consumer's reported event and that the malfunction is unclear, this MDR is being reported out of an abundance of caution. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had tampons that got stuck upon removal. She had to manually check if all the tampon was removed and upon removal of one tampon it appeared to be disfigured.